Event description:
A complainant alleged that two (2) employees had experienced respiratory discomfort and sought medical attention after exposure to the cavicide1 spray. This is the first of two (2) reports.

Manufacturer narrative:
The employee alleged that she had experienced an asthmatic reaction to the product. The employee sought further medical attention at a hospital. No diagnosis or treatment information was provided. The employee had a pre-existing asthma condition prior to this incident. The employee discontinued use of the product. To date, the employee has fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.